Event description:
It was reported that the implantable neurostimulator (ins) was explanted on 2013 (B)(6)because, the patient had a wound infection at the ins implantation site as well as at each of the lead and extension sites. It was stated that purulent material had come out of the ins pocket site. It was further stated that there was drainage from the incision point and the patient had skin redness. The extensions were reported as having been cut at the point they connected to the ins and were then placed back into the patient. It was noted that there had been no patient death or injury, and the patient had recovered with sequela.

Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 3387s-40, lot# va0c3kd, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va0c3kd, implanted: 2013 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (ins), serial# (B)(4), found no anomaly. Analysis of the extension, serial# (B)(4), found that the extension body had been cut through and the product was segmented. Analysis of the extension, serial# (B)(4), found that the extension body had been cut through and the product was segmented.